Manufacturer narrative:
Product event summary:the full lead was returned for analysis. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The lead was difficult to insert and the physician could not reach the target position. The lead was removed and replaced. No patient complications have been reported as a result of this event.